Event description:
The customer reported that the system's left monitor would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor power supply fuses were replaced. The system was tested and found to be working as intended and put back into service.